Event description:
It was reported that during an oesophagectomy procedure, the device would cut but stapled partially. When the surgeon used the fifth gold cartridge, the stapler cut but partially stapled. No more detail. The surgeon used a second stapler from the competition to perform his procedure without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Device analysis via returned video of procedure. A video of the procedure was returned for engineer device evaluation. The following observations were made: the first firing may have contributed to what was observed during the second firing. The surgeon took approximately half a tissue bite leaving the proximal portion of the jaws of the device void of tissue. When this type of tissue bite is taken the proximal staples are not being fired into tissue, hence tend to stick on the anvil and cartridge deck. Such a firing like requires extra cleaning sometimes to remove staples that may have been pressed into and/or trapped by the jaw surfaces. As the device was presented for placement in preparation for the second firing following observations were made. The staples were still present on the jaws in the proximal end of the device from the first firing. Proper cleaning technique would have eliminated them. The device jaws were positioned over the existing staple line at an angle that would not allow the knife to slide passed the existing line of staples without tearing tissue as the tissue starts to bunch up and get pushed forward. This is sometimes called plowing, and can result in the tissue milking out the end of the jaws. In addition, as the device was being placed the staples from the previous firing were drawn between the jaws and trapped in the crotch. These staples can be picked up by the knife and dragged forward causing staple line damage and prevent proper staple formation. The 15 second waiting after closing and before firing instruction was not implemented. During the second firing, the knife was seen plowing the tissue rather than cutting it. Conclusion: based on the observations, potential causes of the event is the interaction of insufficient cleaning between firings, second firing jaw placement and not waiting 15 seconds before firing all contributed to this event. When tissue starts being plowed forward the knife's ability to cut completely through the tissue is impacted. Plus the staples never have adequate time to completely penetrate the tissue and hit the anvil pockets, which is required for properly staple formation. Hence the malformed staples at the distal end of the staple line.

Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no cartridge was received for analysis.